Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown healix anchor without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This is report 2 of 2 for the same event. This report is being filed after the review of the following journal article: brianskaia, ai., et al (2016), should arthroscopy in adolescents: three years of clinical experience, pediatric traumatology, orthopaedics and reconstructive surgery, vol.4(2), pages 12-15 (russia). The study emphasizes on presenting arthroscopy as a highly effective surgical method for the treatment of shoulder joint injuries and providing enhanced direct visualization of the articular structures without damage to the muscles and tendons, which facilitates fast recovery after surgery. The patients evaluated on course of this study: forty-two patients (32 males and 10 females) with an average age of 16.6 years (range, 14-18 years) with shoulder injuries were treated with arthroscopic surgery between 2013 and 2015. The distribution of patients according to sex showed significant predominance of shoulder joint pathology in males, most likely the result of a more aggressive physical activities in males. A magnetic resonance imaging (MRI) was performed as a part of the preoperative procedure and to determine the surgical intervention strategy, and a computed tomography (CT) scan of both shoulder joints for all patients with the following indications: instability of the shoulder joint for determining whether there was a deficit of the scapula bone tissue (bankart fracture) and/or humeral head (hill-sachs fracture) and intra-articular loose bodies for clarifying their localization. The main indication for shoulder arthroscopy was a recurrent dislocation of the shoulder (27 cases), and there was only one patient who was recommended to undergo surgery after the first traumatic dislocation; in one case, the indication for surgery was recurrent posterior shoulder joint instability with pronounced dysplastic changes in the joint accompanied by pain syndrome. The article describes the following procedure: an arthroscopy surgery of the shoulder joint. A glenoid labrum suture was performed in patients with slap lesion, and a proximal tenodesis in patients with tendinitis of the long head of the biceps. The devices involved were: anchor fixators (healix, depuy synthes companies, johnson & johnson, USA) and biodegradable screws (milagro, depuy synthes companies, johnson & johnson, USA). Complication mentioned in the article: 1 patient had severe anterior subluxation of the humeral head due to a weak anterior joint capsule wall and severe muscle hypotrophy and was recommended a revision surgery.